Event description:
It was reported that the implantable pulse generator (ipg) was going to be implanted, but upon interrogation, it was noted the device stated ¿replace pacemaker¿ and settings were at vvi 65. The device was able to be programmed back to nominal values. The decision was made to not implant this device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.